Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that an during an implant procedure on (B)(6) 2020, a bleed was identified. As a result, the lead was pulled and the procedure was aborted. The patient was taken to ICU for observation. The issue has since been resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.